Event description:
It was reported that, after a thr surgery, the or3o dm liner dislocated from the or3o dm xlpe insert. The patient was treated with revision surgery in which both pieces were explanted. The patient outcome is unknown.